Event description:
It was reported the patient had their pump removed two days ago. The pump was leaking at the connection (unspecified) and the spinal fluid was cloudy. The drug used in the pump was lioresal. Additional information has been requested but not available on the date of this report.

Manufacturer narrative:
Other (cloudy spinal fluid).